Manufacturer narrative:
Subsequent to initial report, this patient received a revision surgery on (B)(6) 2015. The original construct was removed and replaced with a competitive product.

Event description:
It was reported, the pt underwent a two level acdf procedure using peek cages supplemented with anterior fixation of a 41mm cervical plate and 14mm screw. During a pt post op visit, 3 months after the surgery, x-rays revealed that one of the screws had broken. The surgeon is monitoring the pt and at this point has chosen not to perform revision surgery due to the fact that fusion is occurring successfully.

Manufacturer narrative:
No product has been returned for review and evaluation of this implant. Root cause has not been identified. Should add'l relevant info become available, a subsequent report may be filed.